Event description:
Potential for injury associated with an fdx custom power wheelchair where the bolt is broken at the end of the motor. This event could result in inconsistent operation of the unit which could result in injury to the user.